Event description:
Customer reportedly received results of 367 mg/dl and 181 mg/dl within 10 minutes on the advantage system. No blood glucose symptoms reported with these results. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: lisinopril 40mg once daily - 1 year.